Event description:
Per the clinic, the patient was explanted due to improper placement of the electrode in the vestibulum confirmed by x ray. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.